Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/30/2022, it was reported by a sales representative via phone that a patient needed a ind revision on (B)(6) 2022 surgery due to an infection that occurred. During the original procedure (ankle fracture) on (B)(6) 2022 once the ar-8925t tightrope was implanted, extra knots were tied for more security. It is believed that the infection was a result of the extra knots. The knots were cut out during the revision surgery, and the incision was disinfected, and biopsied.